Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, g4, g7, h2, h3, h4, h5, h6, h10. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the motor is not running smoothly and lacks power. There was low power to high power fluctuation. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome by zimmer biomet china on october 22, 2019 revealed that the calibration was out of specifications at the zero, twenty, and thirty settings. The motor speed was below specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet china on (B)(6) 2019 which included replacement of the vepsel bearings, semi-circle bearings, screws, motor, and ball bearing. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vepsel bearings, semi-circle bearings, screws, motor, and ball bearing were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that after connecting the main engine, the motor is not running smoothly and there is a low power to high power fluctuation. The timing of the event is unknown and it was reported that there is no harm to the patient and no delays occurred as a result of this malfunction.